Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the investigation. Two malleable rods were received for evaluation. Based on the information received the malleable device was used as a place holder to keep the corpora space open until a non-coloplast device could be re-implanted. As no functional issues were noted no further examination was conducted. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, no issue - the malleable was used as a place holder and was explanted on (B)(6) 2019.